Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. (B)(4). No phone number provided. The customer calibrated the touchscreen. No parts were replaced; the device is back in service.

Event description:
The customer reported that the problem really is that the touchscreen is not accurate. There was no patient involvement. Event date not specified; estimate used.